Event description:
The customer contact reported a leak. On an unspecified date, the empty flexible container was filled with an unspecified volume of an unspecified medication. At an unspecified time, the solution container was placed in a refrigerator. After an unspecified length of time when the solution container was removed from the refrigerator, it was reported that solution leaked at the top right side seam of the solution container. The solution container was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.